Event description:
It was reported that unspecific number of the bd maxplus¿ pressure rated extension set had connection issues causing a slight air bubble or no fluid through the tubing. The following information was provided by the initial reporter: the connection is causing a slight air bubble or no fluid was able to flow through the tubing. It appears that 1 out 2 or 3 aren't working properly.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22079022; medical device expiration date: 04-jul-2027; device manufacture date: 01-jul-2022; medical device lot #: 22089485; medical device expiration date: 26-aug-2027; device manufacture date: 24-aug-2022; medical device lot #: 22129053; medical device expiration date: 08-dec-2025; device manufacture date: 02-dec-2022.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22079022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22089485 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22129053 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecific number of the bd maxplus¿ pressure rated extension set had connection issues causing a slight air bubble or no fluid through the tubing. The following information was provided by the initial reporter: the connection is causing a slight air bubble or no fluid was able to flow through the tubing. It appears that 1 out 2 or 3 aren't working properly.